Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: visible moisture corrosion was observed in the battery compartment. The "up", "down", "ok" and contrast buttons were observed to be under responsive. The battery compartment was observed to be cracked below the grip pad. The pump case was also cracked at the base between the case deal and keypad. The pump cover was found to be cracked between the corner of the lens and case seal. A leak test failed due to crack in the pump case. The pump was opened; moisture corrosion was found on the keypad connector, battery housing and motor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging all keypad buttons were unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.